Event description:
The patient reported that she has had two skin infections at the infusion site, on (B)(6) 2012. Both devices were worn the full three days. A day or two after the devices were removed she would notice a red painful lump about the size of a quarter. Both were on the abdomen. She was prescribed mupirocin ointment and oral suprax. The patient reported that she does clean the site before placing and after removing the device and has not changed cleaning methods or products recently. Both devices were discarded.

Manufacturer narrative:
No device was returned. We are unable to confirm product condition. No product lot number was reported, therefore no review of qualification and sterilization records was possible. The omnipod user's guide advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash our hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water. Keep sterile materials away from any possible germs."